Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. On (B)(6) 2015, the fse replaced the strip transfer pcb to address possible intermittent inconsistent dispense rates with the washer pump. It was subsequently reported that there was an immediate improvement using the crossmatch assay, with all blood samples resulting as expected. Immucor technical support used a remote electronic connection method on (B)(6) 2015 to connect to the customer site instrument in question, to view the test well images.

Event description:
On (B)(6) 2015, a customer reported unexpected negative compatible crossmatch outcomes on a galileo echo while the instrument was under the validation stage, and no patient test results were being reported out.